Event description:
Customer reported 4 beds automatically discharged themselves. Subsequently, during a deliberate reboot, 2 more beds were discharged. There was no reported patient injury.

Manufacturer narrative:
Investigation/conclusion: ge healthcare's investigation into the reported complaint is ongoing. A follow-up report will be issued when the investigation has been completed.